Event description:
Edwards received information that the patient expired after an implant duration of approximately 60 days. Through follow up with the healthcare provider, it was learned that the cause of death was bacterial endocarditis. The surgeon indicated that the edwards device did not cause or contribute to the patient¿s death. No additional information was provided.

Manufacturer narrative:
Report of patient death after 60 days of implant due to bacterial endocarditis. As stated, the patient's surgeon disassociated the edwards device from this event. Prosthetic endocarditis of valves is a serious complication of cardiac valve replacement surgeries. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. A review of complaint history indicates no other similar/related reports received for any devices sterilized under the same sterility lot of the subject device. Moreover, the healthcare provider has indicated that the edwards device did not cause or contribute to the patient's death. Therefore, there is no information to suggest a device quality deficiency related to this event. No further action is required at this time. Edwards will continue to review and monitor all events.